Manufacturer narrative:
The review of provided data highlighted that implantable device follow-ups took place on (B)(6) 2024. The sessions went well, and no issue occurred. The sessions have been performed with the new user interface (smartview 3.16) and the design of the buttons (start, end, etc) is different, web-based design: the time to click on a button should be direct and less than one second. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a follow-up of an ulys device (smartview 3.16), the touch screen of the programmer is slow and the physician had to click two times on each button. No issue reported during the pacemaker follow-ups (no stop of the tablet between the pacemaker follow-ups)